Event description:
Implant physician reported that a pt was admitted to hospital with acute slip symptoms and pain, and was not tolerating solids / liquids. The lap-band was removed by a surgeon other than the implanting surgeon, was discarded by the hospital, and is not available for return. The lap-band will be replaced at another time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2011. The device associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The explant facility discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Band slippage, obstruction and pain are surgically/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage, pouch dilatation and vomiting as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain." "Band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt non-compliance regarding choice and chewing of food." "Esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or pt noncompliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilatation. "Caution: when adjusting band volume if fluid has been added to decrease the stoma size, it is important to establish, before discharge, that the stoma is not too small. ...a physician familiar with the adjustment procedure must be available for several days post-adjustment to deflate the band in case of an obstruction." "Caution: it is the responsibility of the surgeon to advise the pt of the dietary restrictions which follow this procedure and to provide diet and behavior modification support. Failure to adhere to the dietary restrictions may result in obstruction and/or failure to lose weight." "Caution: pts must be cautioned to chew their food thoroughly. Pts with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." Device labeling addresses the reported event of pain as follows: "the lap-band system is contraindicated in: pts who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices."pts must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system."